Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a stent dislodgement occurred. This 20 x 4.00 promus premier stent delivery system was selected. During preparation they had the stent on an unspecified guide wire. The device was then advance over the wire; however, before it got to the guide, the stent came off of the balloon outside of the body. The device did not enter the body. The procedure was completed with another of the same device. No patent complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).